Event description:
It was reported that a pt had a sling procedure on an unknown date. Three months post-operatively, the pt developed voiding difficulties and urinary retention. A peri-operative urethrocystoscopy was normal. The pt underwent a tape division and urethral dilation at three months. Physical examination was normal. A urodynamic study performed indicated a bladder outlet obstruction. An introital ultrasound indicated that the tape was intraluminal. Urethrocystoscopic findings indicated that the pt had a proximal urethral erosion of the tape and that the tape was now intraluminal. As a result, the pt underwent a sling excision procedure via a vaginal approach. A midline urethrotomy facilitated the complete extraction of the mesh from the urethra. A total removal of the sling was performed. The urethral wall was then closed with suture and covered with a martius pedicle fat flap and bologna autologous vaginal tape. One year follow up showed that the pt was continent and free of symptoms. In this study, the doctors identified a few presumptive causal factors for urethral erosion, which could play a synergystic role in the event. For this pt, the doctor has indicated that the probable causes of this event were sling misplacement, excessive tensioning, and postoperative urethral dilation.

Manufacturer narrative:
Conclusion: as per the instructions for use which accompany each device, "the tape should be located without tension under mid-urethra. Over correction, i.e. Too much tension applied to the tape, may cause temporary or permanent lower urinary tract obstruction."